Manufacturer narrative:
Other, other text: b5: additional information received by smiths via email on 17 oct 2022: event description details provided: customer uses the pump continuously, so it was attached via the extension tube, placed in the bag, the bag was hooked on the hips and customer was sitting in the car; the alarm went on whether customer was holding the pump in their hand, resting on the table or in their bag. They tried both turning it off and on again to uncouple and reconnect the tank, but the alarm has repeatedly reappeared and delivery is never broken down. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Unique identifier (UDI) and PMA/510k are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.